Event description:
Received information stating patient experienced high bg's. Customer stated her site was loose and was unsure if her high bg's were related to the site issue as she could smell insulin. No patient harm reported.